Event description:
It was reported that during a left middle cerebral artery (mca) intracranial stenosis surgery, the subject stent was advanced to the middle section of the microcatheter but could neither advanced nor be withdrawn. The physician ultimately withdrew the subject stent and microcatheter together from the body and confirmed that the subject stent had fully deployed and was stuck and deformed inside the microcatheter. The procedure was completed successfully with another device without any clinical consequences to the patient.

Event description:
It was reported that during a left middle cerebral artery (mca) intracranial stenosis surgery, the subject stent was advanced to the middle section of the microcatheter but could neither advanced nor be withdrawn. The physician ultimately withdrew the subject stent and microcatheter together from the body and confirmed that the subject stent had fully deployed and was stuck and deformed inside the microcatheter. The procedure was completed successfully with another device without any clinical consequences to the patient.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that subject stent was found to be deployed and noted to be deformed. The stent delivery wire (sdw) was noted to be kinked/bent and stent introducer sheath distal tip was damaged. Functional inspection for stent difficult/unable to advance or pullback through catheter was unable to perform as the stent was found to be deployed. Stent deployed prematurely during use and stent deformed were confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent deployed prematurely during use' and 'stent deformed' were both confirmed during device analysis. The remaining ar code 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was returned in a deployed condition. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was described as 'moderately tortuous'. Following an earlier stent transfer issue with a 3.0 x 20mm stent, it was reported that this stent 'was replaced with another 3.0x15 stent, and a microcatheter was chosen for delivery. Preoperative examination confirmed the integrity of the stent, and after adequate soaking, the stent was advanced to the middle section of the microcatheter but could neither advanced nor be withdrawn. The physician ultimately withdrew the stent and microcatheter together from the body and confirmed that the stent had fully deployed and was stuck and deformed inside the microcatheter'. Additional information received indicated that it was noted by the stent deployed outside the patient, during use. Note: the event description indicated that the subject stent was being used in a stenosis case which is not recommended. The dfu states 'the microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms'. The stent was returned for analysis in a deployed condition. The stent was deformed, as was the distal tip of the introducer sheath. The stent delivery wire (sdw) was also noted to be kinked/bent at the distal and proximal ends of the wire. Given the event description and the condition of the analyzed device sub-components, it is possible that the introducer sheath was initially set up correctly as was reported in the additional information received. However, based on the evidence of the deformation/crush damage noted to the distal tip opening, it is likely that the sheath subsequently moved distally prior to stent advancement out of the sheath. This movement can occur if the rhv vent cap is not sufficiently tightened down on the introducer sheath. It is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent became damaged as it passed through the deformed distal tip opening of the sheath. The user will then experience resistance while attempting to continue to advance the stent. Continuing to advance or retract the stent can result in damage to the sdw. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported defects stent deployed prematurely during use', 'stent deformed' and 'stent difficult/unable to advance or pullback through catheter and as analyzed defects stent deployed prematurely during use, stent introducer sheath distal tip damaged, sdw kinked/bent and stent deformed. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.